Event description:
The filter was deployed in the ivc. The filter legs were noted to barely open up. The physician placed a wire guide and manipulated the legs, upon which the legs sprung open and filter was secure in the ivc.